Event description:
Customer's distributor reported via phone, the insulin pump kept alarming no delivery. Customer had changed the infusion multiple times and the device continue to alarm. Customer's blood glucose was unknown. Troubleshooting was performed and issue was resolved by a complete set change and by customer's distributor lending another device to the customer. Customer requested the device to be replaced as customer hasn't had any issues with the barrowed device. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.